Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high thresholds, poor r waves and a drop in pacing impedances. The lead was determined to have dislodged. A lead revision procedure was performed and the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.